Manufacturer narrative:
The device history record, rtr-0883-20001 ln 28944765, was reviewed. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. The intera 3000 hepatic artery infusion pump instruction for use doesn't indicate the use of prefilled syringe. The intera 3000 pump in this complaint as expected. There is no report of adverse event.

Event description:
Intera oncology received a report that a physician used a prefilled syringe and was able to push injectable saline in, but the saline was not returning in its full amount. The physician reached out to an intera oncology employee for guidance. Our representative suggested opening up a new kit and using the barrel syringe to let pump empty. The physician followed the instructions and all injectable saline emptied out of pump. The pump was then filled with the appropiate infusion solution, without issue.